Event description:
The following was reported to gore: on (B)(6) 2020, a patient underwent treatment of an aortic arch aneurysm with a gore® tag® conformable thoracic stent graft with active control system (ctag-ac). After an axillary-axillary bypass was performed, a ctag-ac was advanced from the right femoral artery and deployed at the distal edge of the left common carotid artery. It was suspected by an angio image that the left common carotid artery was partially covered by the partially uncovered portion of the device. A bare metal stent was inserted from the left common carotid artery by cut down approach, and placed at the origin of the left common carotid artery. The procedure was completed upon performing a coil embolization of left subclavian artery. The patient tolerated the procedure. Reportedly, the length of the neck was short.

Event description:
The following was reported to gore: on (B)(6) 2020, a patient underwent treatment of an aortic arch aneurysm with a gore® tag® conformable thoracic stent graft with active control system(ctag-ac). After an axillary-axillary bypass was performed, a ctag-ac was advanced from the right femoral artery and deployed at the distal edge of the left common carotid artery. The procedure was reportedly performed within the confines of the instructions for use, (IFU). It was suspected by an angio image that the left common carotid artery was partially covered by the partially uncovered portion of the device. A bare metal stent was inserted from the left common carotid artery by cut down approach, and placed at the origin of the left common carotid artery. The procedure was completed upon performing a coil embolization of left subclavian artery. The patient tolerated the procedure. Reportedly, the length of the neck was short.

Manufacturer narrative:
Event updated. .results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion code 1: 22: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: stent graft: improper placements.